Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified lesion in the mildly tortuous proximal circumflex (cx) artery. The 2.0x12mm mini trek balloon dilatation catheter (bdc) was unpackaged without issue, prepped without issue, and successfully advanced to the lesion. However, the mini trek bdc could not be inflated, due to a balloon leak. The device was removed from the patient without issue. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. A non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.